Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (njk718549h) found that it had reduced capacity due to overdischarge. Analysis determined that the implantable neurostimulator (ins) is functioning within specifications but has reduced capacity due to {x} overdischarge{s}. [***include if found in analysis***] the ins had no telemetry and no output when it was received for analysis. A normal recharge started after (x) physician mode recharge{s} (pmrs). After recharging, there was good stable output from the ins and it passed the final functional test on the automated test console. The ins passed the final functional test on the automated test console. Once charging was complete, the ins output was again tested and good stable output was observed on the electrode pairs the ins had when it was received. Once charging was complete, the ins output was again tested and good stable output was observed on all electrode pairs referenced to the {} electrode. After {2} pmr(s), the ins recharged normally. Analysis found the ins had reduced capacity due to {1} overdischarge(s). The overdischarge along with the amount of time the device was not used damaged the battery causing a rapid discharge the ins did not sync with a {ultra//sensor//activa dbs} patient programmer. Analysis determined that no telemetry was observed with an n'vision clinician programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with an implantable neurostimulator (ins) reported that the implant doesn¿t work. It was reported that the ins can¿t recharge and the patient programmer won¿t connect with the ins. It was reported that communication cannot be established with either the patient programmer or the 8840 clinician programmer. The patient reported that they last successfully recharged and used the ins about 2.5 months ago. Patient stated that about 2.5 months ago when they tried to recharge, it wouldn¿t work. Patient reported that they fell on the implant around the time it wouldn¿t work. The patient reported that they have memory issue and could not provide the exact event date. No symptom was reported. The patient indication of use is spinal pain.